Event description:
Reportedly, the hospital informed the patient on (B)(6) 2021 that no recent remote monitoring data were received. The status light of smartview monitor remains orange. There has been no change in the setting environment since the installation four or five years ago. Wirex was not supplied. The telephone line at home was connected to the monitor as it was. The latest follow date and time data is 01 october 2019, 11:10. On 02 august 2021, the provided wirex lighted up 3 reception levels. However, the status light of smartview monitor remained orange. The state did not change even if the power was turned off and on again. As it was suspected that the subject monitor was out-of-order, it has been replaced.

Manufacturer narrative:
It is suspected that the internal memory of the home monitor saturated inappropriately following several months of disconnection with the back-office; which led to the observed issue.

Event description:
Reportedly, the hospital informed the patient on (B)(6) 2021 that no recent remote monitoring data were received. The status light of smartview monitor remains orange. There has been no change in the setting environment since the installation four or five years ago. Wirex was not supplied. The telephone line at home was connected to the monitor as it was. The latest follow date and time data is (B)(6) 2019, 11:10. On (B)(6) 2021, the provided wirex lighted up 3 reception levels. However, the status light of smartview monitor remained orange. The state did not change even if the power was turned off and on again. As it was suspected that the subject monitor was out-of-order, it has been replaced.

Event description:
Reportedly, the hospital informed the patient on (B)(6) 2021 that no recent remote monitoring data were received. The status light of smartview monitor remains orange. There has been no change in the setting environment since the installation four or five years ago. Wirex was not supplied. The telephone line at home was connected to the monitor as it was. The latest follow date and time data is (B)(6) 2019, 11:10. On (B)(6) 2021, the provided wirex lighted up 3 reception levels. However, the status light of smartview monitor remained orange. The state did not change even if the power was turned off and on again. As it was suspected that the subject monitor was out-of-order, it has been replaced.